Event description:
It was reported through litigation process that sometime later port placement procedure, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that a powerport duo m.r.I. Implantable port was implanted in a patient, via the right subclavian vein for the treatment of metastatic lung cancer. Next day, the patient presented with pain at mediport site. Further, seven days later an ultrasound venous upper extremity duplex scan was performed due to right arm pain, which revealed a thrombus involving the right axillary and right basilic veins. A repeat ultrasound was performed after three weeks and six days due to recurring symptoms showed progression of the clot into the subclavian vein. One month and sixteen days later the patient presented to the emergency department with right arm swelling, reporting that the forearm had been swollen for two days. The patient stated that blood clots had previously been identified in the right arm, neck, and around the chest port, including involvement of the right subclavian vein. The patient also reported arm tightness and tingling sensations in the fingers. An ultrasound venous duplex right upper extremity scan on the same day demonstrated partially occlusive deep vein thrombosis (dvt) in the right subclavian vein, axillary vein and superficial venous thrombosis in the proximal basilic vein. Additionally, a chest x ray performed on the same day showed mild vascular congestion. Further, an ultrasound venous right upper extremity doppler scan performed five months later, that also revealed partially occlusive thrombus/clot in the right subclavian vein. Subsequently, the port was removed after eight months and thirteen days. Therefore, it can be confirmed that the patient had experienced pain, thrombosis, vein occlusion and vascular congestion. The investigation is inconclusive for the reported infection as no evidence was found in the provided report. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that on (B)(6) 2022, a patient underwent a port placement via the right subclavian vein for the treatment of metastatic lung cancer. Approximately one day later, on (B)(6) 2022, the patient presented with pain at the port site. Approximately seven days later, on (B)(6) 2022, the patient was diagnosed with thrombosis, which was confirmed by an ultrasound venous duplex of the right upper extremity. Additionally, approximately twenty-seven days later, on (B)(6) 2022, a repeat ultrasound demonstrated deep vein thrombosis involving the right subclavian, axillary, and basilic veins. Further, approximately forty-four days later, on (B)(6) 2022, the patient was diagnosed with partially occlusive deep vein thrombosis. A chest x ray performed on the same day showed mild vascular congestion. Approximately five months and three days later, on (B)(6) 2022, an ultrasound doppler again confirmed a partially occlusive thrombus in the right subclavian vein. Furthermore, it was also reported that the patient was diagnosed with an infection. Subsequently, the port was removed on (B)(6) 2023. However, the current status of the patient remains unknown.